Event description:
It was reported that the patient was experiencing adverse events. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient has reported to be experiencing whole body swelling/edema of lower and upper extremities and face. Patient reported that they are experiencing extreme fatigue and joint pain. Patient noted that they were tested for nickel allergy and results indicated they have a slight allergy to nickel. The closure device is sealed and well positioned in the laa of the patient. There have been no other reported complications or treatments for this patient.